Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with totalap hysterectomy with bilat-salpingectomy and essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: summons received: new events: pelvic pain, menstrual disorder were added and previously reported event" injury" deleted. Product start date added, lab test added. Case became valid and incident. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia(painful sexual intercourse)"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total lap hysterectomy with bilat-salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, weight increased and alopecia had resolved and the menstrual disorder, depression, anxiety and dyspareunia outcome was unknown. The reporter considered alopecia, anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion - (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs and medical record received. Events - abnormal vaginal bleeding, menorrhagia, depression, mental anguish, dyspareunia, weight gain, hair loss added. Reporters, concurrent condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo. Concurrent conditions included overweight and gastroesophageal reflux. Concomitant products included esomeprazole sodium (nexium), naproxen from (B)(6) 2007 to (B)(6) 2011, nsaids from (B)(6) 2007 to (B)(6) 2014 and paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia(painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 16 days after insertion of essure (ess205). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total lap hysterectomy with bilat-salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, weight increased, alopecia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the menstrual disorder, depression, anxiety and dyspareunia outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion - (B)(6) 2007, (B)(6) 2007 current weight 175 lbs. Treatment received for pain, bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: the events ¿bladder problems¿, ¿urinary problems¿, ¿bladder infection¿, ¿urinary tract infection¿, ¿vaginal infection¿, ¿vaginal discharge¿ were added. Reporter information was added. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.